Event description:
It was reported that during a procedure, the unit broke. It was further reported that the black tip of the unit broke off into small pieces. Further, the account reports that all of the pieces were retrieved from the pt.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.